Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit will not pump, engage or autofill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The (fse) evaluated the unit and found the system had a blood back condition. Blood back repair completed with new parts and all functional and safety checks were performed. Parts replaced: insulator, drive manifold pneu cmpnt m luer 1/16tb white assy, single transducer, block clamp, cable, adhesive backed, .50 x .50, tubing, clear polyurethane, 0.062" i.d., brkt fill manifold 1/16 hose barb 5/16 hex tubing, blood detect, iabp reservoir assembly purge valve assembly, iabp fill manifold assy, iabp assy crm english assy, safety disk, english

Event description:
N/a

Event description:
It was reported that during setup, the cs300 intra-aortic balloon pump (iabp) unit will not pump, engage or autofill. There was no patient harm reported.